Event description:
Journal article received: intertrochanteric fractures in elderly high risk patients treated with ender nails and compression screw; gangadharan s, nambiar m.; indian journal of orthopaedics. 2010 jul; 44(3):289-291; reported: use of two 4.5mm ender nails and one 6.5mm cannulated compression screw for intramedullary fixation of intertrochanteric fractures of femur in elderly patients with mean age of 80. This complaint is for four cases where there was a mild external rotation deformity of 10 degrees. Patient outcome was fair. This report is 1 of 2 for eight unknown nails for complaint (B)(4). It is unknown if the device is a synthes product.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.